Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - lens remains implanted. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -9.50 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was reported as having an excessive vault. The patient experienced a refractive surprise and loss of best-corrected visual acuity (bcva). The lens remains implanted and it is planned to exchange the lens.

Manufacturer narrative:
The lens was exchanged for a shorter lens and the problem was resolved. Work order search: one similar complaint was reported for units within the same lot. Device evaluation: product evaluation found that the lens was returned dry in the lens container, but there was clear surgical residue/debris on product. Visual inspection found haptic broken and there was fibers on lens surface. Dimensional inspection found lens was within specification. Functional inspection found that the diopter measurement is within specification. Conclusion code: review of the file indicates that the lens was not implanted in accordance with the dfu requirements. Patient's age over 45 years. (B)(4).